Manufacturer narrative:
The medical center did not return for analysis any impella product, neither the pump nor sheath. A benchtop analysis to root cause is not possible. The user loss of access at the femoral site could have contributed to the blood loss and hematoma. Should more information be shared or product returned, and a definitive root cause determined, a final report will follow.

Event description:
The medical center had an impella cp placement delayed due to the md loosing arterial access at the right groin the team needed to place imeplla for support of the patient suffering from an acute myocardial infarct, hypotension, and ventricular tachycardia. The left groin was then accessed and the pump placed there successfully. The patient did develop a hematoma at both access sites and 2 units of red blood cells (rbcs) were infused. The rbcs were given after the patient had CPR due to deteriorating condition.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The access site bleeding was found to be due to patient condition. This is due to the fact that both groin sites contributed to the blood loss, not only the impella limb's access site. The failure mode will be monitored and trended.